Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead's body noted surface insulation damage, consistent with the use of electrocautery during lead removal, near the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify insulation damage near the tip end of the lead, or any lead characteristics that would have caused or contributed to the reported decrease in pacing impedance measurements and increase in pacing threshold measurements.

Event description:
It was reported that this right ventricular (rv) lead exhibited a significant decrease in pacing impedance measurements, from 1600 ohms to 600 ohms. Pacing threshold measurements had increased. The patient reported feeling diaphragmatic stimulation from higher outputs on the rv lead. A lead perforation was ruled out with diagnostics. The lead was explanted and replaced without complication. Insulation damage was observed on the explanted lead at about 15 cm from the lead tip. The explanted lead is expected to be returned for laboratory analysis. No additional adverse patient effects were reported.